Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of fentanyl at 982.5 mcg/day and 1 mg/ml of bupivacaine at an unknown dosage and was transitioned to 50 mg/ml of dilaudid at 300 mg/day and 10 mg/ml of bupivacaine at an unknown concentration and dosage via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. On (B)(6) 2017, it was reported that the patient's pump was turned off. The rep put a cardiac magnet over the pump at first to stop the pump, but then put the pump into stopped pump mode. The pump was permanently disabled per the hcp's orders on (B)(6) 2017. It was reported that it was believed that the drug could have been contaminated as the patient was in the hospital and septic. The pump off pass code was provided. The patient's drug was changed on (B)(6) 2017 from fentanyl and bupivacaine to dilaudid and bupivacaine. On (B)(6) 2017, the rep was brought in to increase the dosage and the patient's dilaudid was programmed as a result to 300 mg/day at 50 mg/ml concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.